Event description:
It was reported that the customer had a blood glucose level of 486 mg/dl. The customer tried to bolus, but his/her blood glucose levels did not lower. It is believed that there is a delivery anomaly associated with the insulin pump. The customer tried changing the infusion sets with the same result. The customer treated with manual injection and his/her blood glucose lowered. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. No cosmetic damage noted. On 10/30/14unit passed delivery volume accuracy test at 96.4 percent.